Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump is over delivering insulin. The customer had 3 lows the previous day as they were doing activities. The customer¿s blood glucose level was 55 mg/dl at the time of the incident, and 149 mg/dl at the time of the call. The customer treated the low with food. The customer was at 458 mg/dl at 3 am and they had run out of insulin. The customer changed the set and gave a 3 unit bolus. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored five days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and stained end cap sticker. Insulin pump passed the delivery accuracy test.